Event description:
A report was received that the patient underwent a pocket revision because the implant was in an uncomfortable position. The patient's pocket site was made wider and relocated. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.